Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device evaluation was completed to investigate the reported issue. Visual inspection revealed the clampex connector to be broken at both the push arm hinges of the sample. Therefore, the reported issue was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned accusol bag both push-arm hinges of the clampex connector were observed to be broken. There was no patient involvement. No additional information is available.